Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown failure of a homechoice device was reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and electrical testing was performed and the device did not meet product specifications. A short simulated therapy was successfully performed. The cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.